Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the reservoir was loose when placed. The customer's blood glucose was 19 mmol/l at the time of incident. The customer's most recent blood glucose was 3.1 mmol/l at the time of call. The customer stated that there was missing pieces on the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.